Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. The patient reported that they are recharging too often. They stated that they used to charge daily for 20 minutes, and the battery would get to full. It was noted that the patient hit their device on a door knob, and that it really hurt bad. The patient mentioned that since then, they feel that their charging has increased because now it is taking 2 hours every other day. It was noted that the patient has not recently been reprogrammed, switched to a new group, increased parameters, or has had previous overdischarge events. The patient stated that they actually turned their stimulation down since the incident, because they do not want to feel the tingling in their legs. They mentioned that they are getting good pain relief, and that impedances are fine. Recharging statistics from the patient¿s recharger were documented at the time of the report, and a brief summary of analysis was documented. Patient services reviewed that the implantable neurostimulator (ins) is very robust, and damage is unlikely since it is made of titanium. They also reviewed that nothing seems to be abnormal according to the recharging statistics. The rep stated they will continue to charge the battery to full in the office, and the patient will continue to monitor it. No further complications were reported or anticipated at this time. Additional information was received from the health care provider (hcp) via a manufacturer representative on 2017-oct-24 noting that they were uncertain if the issue was fully resolved. The patient was instructed to try resuming their charging routine for about a month and to follow-up with the manufacturer representative if they continued to have issues. It was noted that the patient was instructed to immediately contact a manufacturer representative if they noticed a serious issue or something out of the ordinary. The patient had not contacted the manufacturer representative again at the time of the report. No further complications were reported.